Manufacturer narrative:
The product was not returned analysis. The product history records could not be reviewed because the reporting author did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. However, the root cause may to be related to a failure to follow the dfu. The literature report indicated that the lens was implanted in the anterior chamber and was iris fixated. The dfu guidelines for this product state it is for implantation into the posterior chamber. Additional information has been requested. Garcia-rojos l, pauli-huerta jm, chavez-mondragon e and ramirez-miranda a, intraocular lens iris fixation. Clinical and macular oct outcomes. Bmc research notes 2012, 5:560. (B)(4).

Event description:
In a journal article, the investigator reported thirteen aphakic patients with absence of capsular support that underwent implantation of an iris fixated posterior capsular (pc) intraocular lens (iol) that was placed in the anterior chamber (ac). Of the 13 cases, one patient had corneal astigmatism and mild persistent edema due to a 10.0 nylon suture placement for wound closure. Eight patients had different grades of pupil ovalization and there were seven patients that had medically controlled ocular hypertension following surgery due to the presence of viscoelastic in the ac. Additional information has been requested.